Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation 2 adv auto CPAP. The manufacturer received information alleging a burning smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation 2.0 device was returned to the product investigation lab (pil) for additional testing. During the investigation, pil confirmed the device would not power up, and a burning odor was detected. Pil observed a dust-like contaminant on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate and bottom enclosure; potential mineral deposits were observed; hair-like particles; burn marks. The iso port was observed to have warping to it, likely due to overheating of the pca during a thermal event. The q2 and q3 components, and surrounding areas of the pca were observed to have thermal damage to them, likely due to liquid ingress to the pca.

Manufacturer narrative:
This case was initially submitted as a reportable event for a burning smell. Following further investigation, it has been determined that the complaint of the device being very hot to the touch and the device hose melting, is more appropriately classified and reportable under FDA 21 cfr part 803. The in alignment with the documented risk analysis, this event meets the criteria for reportability.